Event description:
It was reported that during routine follow up, inappropriate mode switching due to far field r-wave oversensing on the atrial channel was observed. Programming changes were recommended. The device remains implanted. No further information is available at this time.